Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that his son received erratic readings on their adc blood glucose meter. Customer reported his son received readings of 440 mg/dl, 277 mg/dl and 131 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product's were returned. Upon visual inspection, returned test strips have physical signs of being used. Scratches were observed. No further investigation can be performed with test strips. The meter was investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory.